Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited noise with oversensing and loss of capture (loc). During an office visit on (B)(6) 2020, it was noted that there were low atrial intrinisic amplitude, high out-of-range ra pace impedance measurements greater than 2,500 ohms, and high capture thresholds. However at a follow up visit on (B)(6) 2020, no out of range measurements were observed. The lead remains in service, and the patient will be monitored. No adverse patient effects were reported.